Manufacturer narrative:
Insulin pump failed displacement test (263.2 units left in the status screen) and motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.